Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a lap chole with esophagogastroduodenoscopy procedure, the cap was being unscrewed and being used in the normal fashion when the ring fell off. To correct the condition, a new device was used. The current patient status is good. No adverse events have been reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one vrpt plus rpf 10mm-15mm trc w/100mm slv opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the seal disengaged. Visual inspection of the trocar noted the white seal under the 5-12mm head was missing. The condition of the instrument precludes functional evaluation. Please note the white seal must be present for the instrument to pass a leak test. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the missing seal. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).